Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that patient faced tubing damage event on 11-sep-2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6007742 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference. Samples version 11 for the code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Complaint investigations. 1 used tubing was provided and there is a visible kind of white marks on the received sample. The following test was performed: visual test according to with wi version 18, version 18 test on returned samples, 1 sample out 1 sample fail the test. Test 1 according to with wi version 9 test on returned samples, 1 sample out 1 samples passed the test. A batch record review was conducted resulting in the following: the lot 6007396 was manufactured according wi to the document version 72 manufactured in the linea #6, on 19/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. Other one complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions the information in this complaint (B)(4) has been evaluated. The batch 6007742 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) 3802038 guideline for test of reference samples version 11 for the code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Complaint investigations. 1 used tubing was provided and there is a visible kind of white marks on the received sample. The following test was performed: visual test according to wi 4a02025 version 18 and 4902126 version18 test on returned samples, 1 sample out 1 sample fail the test. Test 1 according wi 4802122 version 9 test on returned samples, 1 sample out 1 samples passed the test. A batch record review was conducted resulting in the following: the lot 6007742 was manufactured according to the wi 4905082 version 72 manufactured in the linea 6, on 19/jun/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: marks white on the tubing in an used sample cannot be confirmed as failure during manufacturing process, no reported harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction, therefore this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr). 10,